Event description:
During evaluation of a returned homechoice device, a high drain error 106 alarm was identified in the log. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient's fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 08:07:04 during night drain six. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the high drain alarm was confirmed through the review of the event history logs. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.